Manufacturer narrative:
A follow up report will be filed upon completion of the plant investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visible. No damage was identified on the dialyzer. Blood test strips were used and tested positive. The machine did alarm. Estimated blood loss to the patient was 200 to 250ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set-up on the same machine. The sample was available for manufacturer evaluation and has been requested.